Event description:
Pt was scheduled in operating room for removal of present venous accesss port, because port was not working. When the dr opened the pts wound and exposed the port, the catheter had broken off the collar of the port leaving approx 3mm of the catheter on the port collar with the remainder of the catheter approx 75mm, "floating around the tricuspid valve" according to the operating physician.